Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review and risk assessment. Results: after visual inspection the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Mfg record review: no anomalies that could be associated with the breakage were reported during manufacturing. Complaint history analysis: 105 previous records have been received involving 108 units. Investigations into past complaints concluded that the failures were the result of user error i.e. Over-angulation. The surgical technique also states that "revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft." Risk assessment: the event occurred during a demo. There was no patient involvement. Conclusion: it is believed to be the result of user error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.

Event description:
It was reported that "demonstrating use of screwdriver and draw rod was overtightened and broke off in screw."